Event description:
The physician notified gore in 2008 that his first circular bioabsorbable seamguard case developed a leak post op. The leak was required and a temporary colostomy was created.

Manufacturer narrative:
No lot number info was supplied; therefore, a review of the manufacturing paperwork could not be performed. Note: without additional info, a meaningful investigation can not be performed at this time. No additional info has been received to date.